Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt206 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the photographs provided by the healthcare facility confirmed a crack on the water trap. Conclusion: without the return of the device, we are unable to confirm the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that the water trap of an rt206 adult ventilator circuit was found damaged prior to patient use. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that the water trap of an rt206 adult ventilator circuit was found damaged prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.